Event description:
I am an experienced continuous glucose monitor (cgm) user with approximately three years of successful, complication-free use of dexcom-based cgm systems. I transitioned to the stelo cgm solely for convenience related to data integration with the oura platform. During a short period of use, I experienced two separate sensor failures in which the sensor ceased functioning prematurely. Upon removal of both failed sensors, the subcutaneous filament ("needle") was absent from the removed device. It is unclear whether the filament: 1. Failed to deploy during insertion, or 2. Detached and remained in subcutaneous tissue. This uncertainty caused significant concern regarding potential retained foreign bodies. They have 100% automated support that will not address or resolve the problem or give guidance as to the importance or such an incident. Can't even chat with a human it's all bot service. Pt code: 4580. Device codes: 3023, 2306, 2906. Ref report: mw5180778.